Event description:
The customer reported that the canopy has broken zippers, torn netting and the mattress compartment is torn. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Broken zipper. Results - evaluation of the returned product shows that the large window a zipper's slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).